Manufacturer narrative:
G.9. This report originally filed as MDR# (B)(4) from mfg site 2523835-2024-02352. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that before surgery, an ophthalmic irrigation/aspiration tip was twisted upon opening of the primary package. Details of procedure was not reported. No patient impact was reported. Upon receiving additional information, it was clarified that the product involved in this event is an ophthalmic phacoemulsification tip.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One open phacoemulsification tip (phaco tip) in a wrench, in a plastic tray was received. Sample was visually inspected and found to be nonconforming. The cannula of the phacoemulsification tip was observed to be bent. The tip of the phaco tip at the bevel was observed to have bent back metal. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The returned sample is visually non-conforming with the phaco tip bent and bevel tip bent; therefore, a bent phaco tip was confirmed; however, how and when the phaco tip and bevel tip became bent could not be determined. Most likely root cause is handling during placement of the phaco tip onto the handpiece. The exact root cause for the bent phaco tip is unknown, therefore specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the phaco tip cannula bent exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction provided in manufacturing report number. Correction: supplemental medical device report (smdr) # 03 is being filed to correct the manufacturing report number on the initial/supplemental report (smdr 2), filed earlier. Incorrect number 2523835-2024-02352 is being corrected to 1644019-2024-03039. The manufacturer internal reference number is: (B)(4).